Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery prematurely depleted, had pacing problems, and sensing issues. The device was explanted and replaced. The right ventricular (rv) lead exhibited high impedance, high thresholds, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.